Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of cardiogenic shock with multi-organ failure resulting in death could not be conclusively established through this evaluation. It was reported on (B)(6) 2020 that the patient experienced frequent, sustained low flow alarms. The patient expired on (B)(6) 2020 due to cardiogenic shock with multi-system organ failure. It was reportedly unknown if the cause of death was related to the device. The submitted log files collectively contained data from 06sep2020 through 30nov2020 and found that the pump operated at the set speed without issue. Several low flow controller fault flags were captured on (B)(6) 2020, with 12 captured instances lasting 10 seconds or longer to result in low flow hazard alarms. Most of the low flow alarms were transient; however, a few were slightly more sustained and lasted as long as approximately 1.5 minutes. Review of the periodic log files found that estimated flow appeared to decrease from the patient¿s baseline on (B)(6) 2020. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log files. Heartmate 3 lvas, serial number (B)(6), was explanted; however, it was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction). Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for the patient. The event log contained low flow estimates as well as sustained low flow hazard events. The calculated flow appears to be fluctuating near the alarm threshold of 2.5lpm. These flow readings do not appear to be the result of any equipment malfunction. It was reported the patient passed away on (B)(6) 2020 due to cardiogenic shock with multi-system organ failure. The vad coordinator was not sure if the cause of death was device or therapy related. Autopsy was performed and the report was pending. The device was explanted. The device will be returned for evaluation.